Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation found a damaged motherboard. Due to the device's age it cannot be repaired.

Event description:
The customer contacted stryker to report their device freezes upon start up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.